Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Additional information has been requested and not yet made available at the time of this report. As further information is made available or if the device becomes available, the additional information will be forwarded.

Event description:
It was reported by a clinical research study that the patient had expired. The study had no information about the cause of death. Follow up with all known contacts has been inconclusive in finding the cause of death or circumstances surrounding the death. No complaints, allegations, or previous contacts have been made regarding this device system.